Event description:
A pt on dilaudid pca pump requested a dose and shortly thereafter lost consciousness. Blood oxygen desaturated into the 80% range and heart rate steadily dropped. They went into asystole. They were successfully resuscitated. Anesthesiology believes that the event was related to the spinal anesthesia and not the pca treatment. The pca pump was evaluated after the incident. No deficiencies were found.